Event description:
A balloon was advanced through the sheath into the venous side of an av graft. The balloon was inflated without incident. The balloon was then pulled back and advanced through the arterial side and the balloon would not inflate. The balloon was removed and approx. 3/4 of the balloon material had detached from the catheter shaft. They did not note any type of resistance. However, when they removed the sheath, it was all "chewed" up. The pt was sent for graft revision. This was not due to detachment of the balloon material. The balloon material was retrieved at the time of the revision. There was no pt complications.